Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer had high blood glucose. Customer's blood glucose was 421mg/dl and treated with a manual injection. Customer declined troubleshooting for high blood glucose, because there was an issue with the reservoir.